Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The device has not been retrieved for investigation. End-user was descending from the car reaching out for the rollator when she cut her leg on the brakes. She was taken to the hospital by ambulance where she received stitches. They were unable to reattach all the skin affected. Customer have been told in the hospital that it could take as long as a year to heal. Customer is currently on home health care for this injury.